Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fungal infection ("recurrent yeast infections"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), rash ("rashes"), blood glucose increased ("consistently high glucose levels after the essure implant"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (undergo the surgical removal of her right side essure coil). At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, fungal infection, depression, dysmenorrhoea, back pain, rash, blood glucose increased, fatigue and dyspareunia outcome was unknown. The reporter considered back pain, blood glucose increased, depression, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage and rash to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34601, b34061(inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section ((B)(6) 2008, and (B)(6) 2009), gravida ii and parity 2 ((B)(6) 2003 and (B)(6) 2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), fungal infection ("recurrent yeast infections \ yeast infection"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain"), the first episode of blood glucose increased ("consistently high glucose levels after the essure implant"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), tooth disorder ("dental damage \ crowns/ dental problems"), endodontic procedure ("root canals"), thyroid disorder ("thyroid disease"), alopecia ("hair loss"), arthralgia ("hip pain"), pain in extremity ("leg pain / legs pain"), the second episode of blood glucose increased ("high sugars") and allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash. The patient was treated with insulin lispro (humalog) and surgery (undergo the surgical removal of her right side essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, diabetes mellitus, depression, dysmenorrhoea, back pain, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, arthralgia, pain in extremity and the last episode of blood glucose increased outcome was unknown, the urinary tract infection was resolving and the fungal infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, endodontic procedure, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, pain in extremity, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, the first episode of blood glucose increased and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test endovaginal pelvic ultrasound was performed. Batch number: b34061 no valid. Lot number: b34601 manufacturing date: 2013/05, expiration date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34061, b34601) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (mar2008,mar2009), gravida ii and parity 2 (24-mar-2003 and 06-mar-2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Previously administered products included for an unreported indication: oral birth control from december 2012 to july 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. On (B)(6).2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), fungal infection ("recurrent yeast infections \ yeast infection"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain"), the first episode of blood glucose increased ("consistently high glucose levels after the essure implant"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), tooth disorder ("dental damage \ crowns/ dental problems"), endodontic procedure ("root canals"), thyroid disorder ("thyroid disease"), alopecia ("hair loss"), arthralgia ("hip pain"), pain in extremity ("leg pain / legs pain"), the second episode of blood glucose increased ("high sugars") and allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash. The patient was treated with insulin lispro (humalog) and surgery (undergo the surgical removal of her right side essure coil). Essure was removed on 22-apr-2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, diabetes mellitus, depression, dysmenorrhoea, back pain, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, arthralgia, pain in extremity and the last episode of blood glucose increased outcome was unknown, the urinary tract infection was resolving and the fungal infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, endodontic procedure, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, pain in extremity, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, the first episode of blood glucose increased and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test endovaginal pelvic ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6).-2018: plaintiff fact sheet was received - reporter and patient demographic added. Event outcome of uti updated to recovering. Event outcome of yeast infection updated to recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34601, b34061(inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (mar2008,mar2009), gravida ii and parity 2 ((B)(6)2003 and(B)(6)2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Endovaginal pelvic ultrasound was performed. Previously administered products included for an unreported indication: oral birth control from december 2012 to july 2013 and mirena from december 2012 to july 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), dulaglutide (trulicity), ibuprofen (motrin), levofloxacin (levaquin), levothyroxine and valsartan (diovan). On (B)(6)2013, the patient had essure inserted. In november 2013, the patient experienced fungal infection ("recurrent yeast infections \ yeast infection"). In april 2015, the patient experienced thyroid disorder ("thyroid disease / thyroid issues"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In september 2015, the patient experienced back pain ("severe back pain/ back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain / legs pain"). In november 2015, the patient was found to have the first episode of blood glucose increased ("consistently high glucose levels after the essure implant / high sugars"). In november 2016, the patient experienced tooth disorder ("dental damage \ crowns/ dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), alopecia ("hair loss") and allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash, underwent endodontic procedure ("root canals") and was found to have the second episode of blood glucose increased ("high sugars"). The patient was treated with ibuprofen, insulin lispro (humalog), menthol (biofreeze) and surgery (removal of right side essure coil, robot assisted bilateral salpiingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, diabetes mellitus, depression, dysmenorrhoea, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia and the last episode of blood glucose increased outcome was unknown, the urinary tract infection, back pain, arthralgia and pain in extremity was resolving and the fungal infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, endodontic procedure, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, pain in extremity, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, the first episode of blood glucose increased and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: essure confirmation test. Batch number: b34061 invalid lot number: b34601 manufacturing date: 2013/05 expiration date: 2016/05/31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: surgery was added. Event onset date were updated. Outcome of pain were updated. Lab data date was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section ((B)(6) 2008, (B)(6) 2009), gravida ii and parity 2 ((B)(6) 2003 and (B)(6) 2007). Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity. Concomitant products included insulin lispro (humalog) since 2002 for diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), fungal infection ("recurrent yeast infections \ yeast infection"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the first episode of blood glucose increased ("consistently high glucose levels after the essure implant"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), tooth injury ("dental damage \ crowns"), endodontic procedure ("root canals"), thyroid disorder ("thyroid disease"), alopecia ("hair loss"), arthralgia ("hip pain"), pain in extremity ("leg pain / legs pain"), the second episode of blood glucose increased ("high sugars") and allergy to metals ("hypersensitivity reaction to nickel") with rash. The patient was treated with surgery (undergo the surgical removal of her right side essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, urinary tract infection, diabetes mellitus, fungal infection, depression, dysmenorrhoea, back pain, fatigue, dyspareunia, tooth loss, tooth injury, endodontic procedure, thyroid disorder, alopecia, arthralgia, pain in extremity and the last episode of blood glucose increased outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, endodontic procedure, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, pain in extremity, thyroid disorder, tooth injury, tooth loss, urinary tract infection, the first episode of blood glucose increased and the second episode of blood glucose increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2018: quality-safety evaluation of ptc FDA codes, ptc global number reference added. Correction of batch number, addition of batch information(exp and manufacture dates) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis / infection on my uterus"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34601, b34061(inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section ((B)(6) 2008, (B)(6) 2009), gravida ii and parity 2 ((B)(6) 2003 and (B)(6) 2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Endovaginal pelvic ultrasound was performed. Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013 and mirena from d(B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), dulaglutide (trulicity), ibuprofen (motrin), levofloxacin (levaquin), levothyroxine and valsartan (diovan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental damage \ crowns/ dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant), vulvovaginal mycotic infection ("recurrent yeast infections \ yeast infection"), back pain ("severe back pain/ back pain in lower back around hip"), thyroid disorder ("thyroid disease / thyroid issues"), alopecia ("hair loss"), the first episode of arthralgia ("hip pain") and pain in extremity ("leg pain / legs pain") and was found to have the first episode of blood glucose increased ("high sugars"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have the second episode of blood glucose increased ("consistently high glucose levels after the essure implant / high sugars"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash, abdominal pain lower ("cramping"), joint swelling ("my ankle is so swollen"), dysuria ("lots of burning and going to bathroom all the time"), pollakiuria ("lots of burning and going to bathroom all the time"), chest pain ("bad pain under right rib cage"), procedural pain ("I still fel horrible and now bad pains on right side ") and the second episode of arthralgia ("hip pain") and underwent endodontic procedure ("root canals"). The patient was treated with ibuprofen, insulin lispro (humalog), menthol (biofreeze) and surgery ((robot assisted bilateral salpingectomy) and removal of right side essure coil, robot assisted bilateral salpiingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, depression, dysmenorrhoea, the last episode of blood glucose increased, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, abdominal pain lower, joint swelling, dysuria, pollakiuria, chest pain, procedural pain and the last episode of arthralgia outcome was unknown, the urinary tract infection, diabetes mellitus, back pain and pain in extremity was resolving and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dysuria, endodontic procedure, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, joint swelling, pain in extremity, pollakiuria, procedural pain, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, vulvovaginal mycotic infection, the first episode of arthralgia, the first episode of blood glucose increased, the second episode of arthralgia and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure confirmation test. Batch number: b34061 invalid. Lot number: b34601 manufacturing date: 2013/05 expiration date: 2016/05/31 ¿concerning the injuries reported in this case, the following were described in patients social media case: bad pain under right rib cage, lots of burning and going to bathroom all the time, my ankle is so swollen, faint, cramping, procedural pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: bad pain under right rib cage, lots of burning and going to bathroom all the time, my ankle is so swollen, cramping, procedural pain were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tube') and endometritis ('endometritis / infection on my uterus') in an adult female patient who had essure (batch no. B34601, b34061(inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (B)(6) 2008,(B)(6) 2009), gravida ii and parity 2 (B)(6) 2003 and (B)(6) 2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Endovaginal pelvic ultrasound was performed. Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013 and mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), dulaglutide (trulicity), ibuprofen (motrin), levofloxacin (levaquin), levothyroxine and valsartan (diovan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental damage \ crowns/ dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's"), vulvovaginal mycotic infection ("recurrent yeast infections \ yeast infection"), back pain ("severe back pain/ back pain in lower back around hip"), thyroid disorder ("thyroid disease / thyroid issues"), alopecia ("hair loss"), the first episode of arthralgia ("hip pain") and pain in extremity ("leg pain / legs pain") and was found to have the first episode of blood glucose increased ("high sugars"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding \ bleeding"). In (B)(6) 2015, the patient was found to have the second episode of blood glucose increased ("consistently high glucose levels after the essure implant / high sugars"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), diabetes mellitus ("diabetes"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash, abdominal pain lower ("cramping"), joint swelling ("my ankle is so swollen"), dysuria ("lots of burning and going to bathroom all the time"), pollakiuria ("lots of burning and going to bathroom all the time"), chest pain ("bad pain under right rib cage"), procedural pain ("I still fel horrible and now bad pains on right side"), the second episode of arthralgia ("hip pain"), vitamin d deficiency ("vitamin d deficiency") and menstrual disorder ("unusual periods") and underwent endodontic procedure ("root canals"). The patient was treated with ibuprofen, insulin lispro (humalog), menthol (biofreeze) and surgery (removal of right side essure coil, robot assisted bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, depression, dysmenorrhoea, the last episode of blood glucose increased, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, abdominal pain lower, joint swelling, dysuria, pollakiuria, chest pain, procedural pain, the last episode of arthralgia, vitamin d deficiency and menstrual disorder outcome was unknown, the urinary tract infection, diabetes mellitus, back pain and pain in extremity was resolving and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dysuria, endodontic procedure, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, joint swelling, menstrual disorder, pain in extremity, pollakiuria, procedural pain, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, vitamin d deficiency, vulvovaginal mycotic infection, the first episode of arthralgia, the first episode of blood glucose increased, the second episode of arthralgia and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure confirmation test. Batch number: b34061 not valid. Lot number: b34601 manufacturing date: 2013/05 expiration date: 2016/05/31. ¿concerning the injuries reported in this case, the following were described in patients social media case: bad pain under right rib cage, lots of burning and going to bathroom all the time, my ankle is so swollen, faint, cramping, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event: unusual periods added. Previously reported event of diabetes downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tube'), endometritis ('endometritis / infection on my uterus') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B34601, b34061(inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (B)(6) 2008, (B)(6) 2009, gravida ii and parity 2 (B)(6) 2003 and (B)(6) 2007. No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Endovaginal pelvic ultrasound was performed. Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013 and mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. Concomitant products included agathosma betulina leaf; apium graveolens seed;arctostaphylos uva-ursi leaf; juniperus communis; petroselinum crispum leaf (herbal water pill), dulaglutide (trulicity), ibuprofen (motrin), levofloxacin (levaquin), levothyroxine and valsartan (diovan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental damage \ crowns/ dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's"), vulvovaginal mycotic infection ("recurrent yeast infections \ yeast infection"), back pain ("severe back pain/ back pain in lower back around hip"), thyroid disorder ("thyroid disease / thyroid issues"), alopecia ("hair loss"), the first episode of arthralgia ("hip pain") and pain in extremity ("leg pain / legs pain") and was found to have the first episode of blood glucose increased ("high sugars"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding \ bleeding"). In (B)(6) 2015, the patient was found to have the second episode of blood glucose increased ("consistently high glucose levels after the essure implant / high sugars"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash, abdominal pain lower ("cramping"), joint swelling ("my ankle is so swollen"), dysuria ("lots of burning and going to bathroom all the time"), pollakiuria ("lots of burning and going to bathroom all the time"), chest pain ("bad pain under right rib cage"), procedural pain ("I still feel horrible and now bad pains on right side "), the second episode of arthralgia ("hip pain") and vitamin d deficiency ("vitamin d deficiency") and underwent endodontic procedure ("root canals"). The patient was treated with ibuprofen, insulin lispro (humalog), menthol (biofreeze) and surgery ((robot assisted bilateral salpingectomy) and removal of right side essure coil, robot assisted bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, depression, dysmenorrhoea, the last episode of blood glucose increased, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, abdominal pain lower, joint swelling, dysuria, pollakiuria, chest pain, procedural pain, the last episode of arthralgia and vitamin d deficiency outcome was unknown, the urinary tract infection, diabetes mellitus, back pain and pain in extremity was resolving and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dysuria, endodontic procedure, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, joint swelling, pain in extremity, pollakiuria, procedural pain, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, vitamin d deficiency, vulvovaginal mycotic infection, the first episode of arthralgia, the first episode of blood glucose increased, the second episode of arthralgia and the second episode of blood glucose increased to be related to essure. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure confirmation test. Batch number: b34061 invalid. Lot number: b34601, manufacturing date: 2013/05, expiration date: 2016/05/31 .¿concerning the injuries reported in this case, the following were described in patients social media case: bad pain under right rib cage, lots of burning and going to bathroom all the time, my ankle is so swollen, faint, cramping, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event vitamin d deficiency and new reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tube'), endometritis ('endometritis / infection on my uterus') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. B34601, b34061(not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section ((B)(6) 2008,(B)(6) 2009), gravida ii and parity 2 ((B)(6) 2003 and (B)(6) 2007). No cardiac issues noted. Patient has had menorrhagia for years. Most recent endometrial biopsy was normal with chronic endometritis. Endovaginal pelvic ultrasound was performed. Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013 and mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity, obesity, vaginitis, vulvovaginitis, cervical intraepithelial neoplasia ii, menorrhagia, left lower quadrant pain, ovarian cyst, diabetes mellitus, acute cystitis, renal agenesis, chronic cervicitis (and acute,secretory-type cervicitis) and menstruation frequent. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), dulaglutide (trulicity), ibuprofen (motrin), levofloxacin (levaquin), levothyroxine and valsartan (diovan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental damage \ crowns/ dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's"), vulvovaginal mycotic infection ("recurrent yeast infections \ yeast infection"), back pain ("severe back pain/ back pain in lower back around hip"), thyroid disorder ("thyroid disease / thyroid issues"), alopecia ("hair loss"), the first episode of arthralgia ("hip pain") and pain in extremity ("leg pain / legs pain") and was found to have the first episode of blood glucose increased ("high sugars"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding \ bleeding"). In (B)(6) 2015, the patient was found to have the second episode of blood glucose increased ("consistently high glucose levels after the essure implant / high sugars"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, endometritis (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), allergy to metals ("hypersensitivity reaction to nickel/ allergic to nickel") with rash, abdominal pain lower ("cramping"), joint swelling ("my ankle is so swollen"), dysuria ("lots of burning and going to bathroom all the time"), pollakiuria ("lots of burning and going to bathroom all the time"), chest pain ("bad pain under right rib cage"), procedural pain ("I still fel horrible and now bad pains on right side"), the second episode of arthralgia ("hip pain") and vitamin d deficiency ("vitamin d deficiency") and underwent endodontic procedure ("root canals"). The patient was treated with ibuprofen, insulin lispro (humalog), menthol (biofreeze) and surgery ((robot assisted bilateral salpingectomy) and removal of right side essure coil, robot assisted bilateral salpiingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, depression, dysmenorrhoea, the last episode of blood glucose increased, fatigue, dyspareunia, tooth loss, tooth disorder, endodontic procedure, thyroid disorder, alopecia, abdominal pain lower, joint swelling, dysuria, pollakiuria, chest pain, procedural pain, the last episode of arthralgia and vitamin d deficiency outcome was unknown, the urinary tract infection, diabetes mellitus, back pain and pain in extremity was resolving and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dysuria, endodontic procedure, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, joint swelling, pain in extremity, pollakiuria, procedural pain, thyroid disorder, tooth disorder, tooth loss, urinary tract infection, vitamin d deficiency, vulvovaginal mycotic infection, the first episode of arthralgia, the first episode of blood glucose increased, the second episode of arthralgia and the second episode of blood glucose increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on an unknown date she had root canals and crowns for dental damage. Current weight was 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure confirmation test. Batch number: b34061 invalid lot number: b34601, manufacturing date: 2013/05, expiration date: 2016/05/31. ¿concerning the injuries reported in this case, the following were described in patients social media case: bad pain under right rib cage, lots of burning and going to bathroom all the time, my ankle is so swollen, faint, cramping, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), endometritis ("endometritis"), genital haemorrhage ("heavy bleeding \ bleeding"), urinary tract infection ("chronic uti¿s (interpreted as urinary tract infection) \ constant uti's") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section ((B)(6)), gravida ii and parity 2 ((B)(6)). Previously administered products included for an unreported indication: oral birth control from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included nickel sensitivity. Concomitant products included insulin lispro (humalog) in 2002 for diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), fungal infection ("recurrent yeast infections \ yeast infection"), depression ("depression"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the first episode of blood glucose increased ("consistently high glucose levels after the essure implant"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), tooth loss ("lost teeth"), tooth injury ("dental damage \ crowns"), endodontic procedure ("root canals"), thyroid disorder ("thyroid disease"), alopecia ("hair loss"), arthralgia ("hip pain"), pain in extremity ("leg pain / legs pain"), the second episode of blood glucose increased ("high sugars") and hypersensitivity ("hypersensitivity reaction to nickel") with rash. The patient was treated with surgery (undergo the surgical removal of her right side essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometritis, genital haemorrhage, urinary tract infection, diabetes mellitus, fungal infection, depression, dysmenorrhoea, back pain, fatigue, dyspareunia, tooth loss, tooth injury, endodontic procedure, thyroid disorder, alopecia, arthralgia, pain in extremity and the last episode of blood glucose increased outcome was unknown. The reporter considered alopecia, arthralgia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, endodontic procedure, endometritis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, hypersensitivity, pain in extremity, thyroid disorder, tooth injury, tooth loss, urinary tract infection, the first episode of blood glucose increased and the second episode of blood glucose increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-jan-2018: reporter added, historical condition and drug added, concomitant drug added, events added as follows: dental damage, lost teeth, root canals, thyroid disease, diabetes, pelvic pain, hair loss, hip pain, leg pain, high sugars, chronic uti¿s, hypersensitivity reaction. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.